Event description:
Procedure: bowel resection, patient sex: unk. According to the reporter: the surgeon fired the stapler, but when the instrument jaws were opened it was discovered the instrument did not staple, it only cut, the unformed staples fell out. The surgeon chose to hand sew the anastomosis after that point.